Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the pt's raising from the bed using maxi move passive lift device one of the clip in the toilet sling cracked and the pt fell back down on the bed. No injuries were reported as a consequence of the event.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).